Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the returned device analysis conditions indicated the plunger was pulled out of sequence. The reported needle to cuff miss/suture retrieval issue appears to be related to use technique. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement was attempted in a common femoral artery with five proglide devices using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, cuff misses occurred with all five proglide devices. A sixth proglide device was placed successfully. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in training in the use of the proglide device and the pre-close technique. No additional information was provided.